Event description:
It was reported to philips that the allura xper fd20 system exposure and image replay failed. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips did not have enough information to confirm the reported issue. Philips has made multiple attempts to schedule a onsite visit however, the customer refuses the service. Therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.